Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and radiographic inspection. Review of x-rays provided identified an oblique fracture involving the medial cortex of the mid-diocese of the tibia extending to the tip of the tibial stem. The device history records were reviewed and no discrepancies were identified. Based on the information provided, the root cause is attributed to user error as the surgeon under-reamed the canal. The persona revision reamer shafts are marked with the minimum ream depth marks and the surgical technique provides detail for adequate tibial intramedullary canal preparation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products: stem extension straight splined; p/n: 42560113513, l/n: 64530308, tibia fixed non-porous; p/n: 42542007902, l/n: 64296015, tibial augment half block; p/n: 42555807410, l/n: 64352296. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted

Event description:
It was reported the patient underwent a revision of a competitor partial knee to a zimmer biomet total knee. During post-operative review of the x-rays it was determined that the patient's bone had fractured. The device remains implanted and no additional patient consequences were reported. The surgeon does not plan to revise at this time.